Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the received a transmitter failed error on (B)(6) 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.